Event description:
It was reported by service report that the network cable to the fowler spring piston micro switch was broken off which could potentially lead to fowler drift. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken micro switch cables for fowler gas spring cylinder.